Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 29 mg/dl, and a seizure. Cause of bg level was unknown, however customer was certain the pump or related supplies were not the cause. Bg was treated with intravenous glucose. Reportedly, customer continued to use the pump for insulin delivery.